Event description:
It was reported that the customer had been experiencing low blood glucose levels. Customer was admitted on (B)(6) 2013 due to passing out in the shower. Customer stated that it was either user error or the pump that led up to the incident. Customer stated that she had been off the pump since august. Customer stated that it was hard to control her diabetes with her pump. Customer reported that she had four and five emergency room visits and the paramedics had to go to her house four times in the past year. Customer stated that she was treated with sugar water and was only admitted to the hospital once. Customer would vomit when she felt herself going low and would treat with apple juice and granola bars. Customer also mentioned not wearing her sensor at times because they were too expensive to re-order. Customer declined to troubleshoot for her low blood glucose levels. Customer also mentioned having eight low blood glucose levels at work over the past year. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.